Event description:
On (B)(6) 2013 a message was received via (B)(6) that indicated the vns patient was embarrassed of the scar on her neck and that the scar really hurt and was a little bit itchy. The nurse later stated that she would expect some pain since she has an incision. He told the patient not to scratch at the site, that the pain will eventually subside. He said the patient can use triple antibiotic ointment if she dabs it on and does not rub it on. The nurse stated that the patient's pain and itching at the scar were shortly after surgery. She contacted the patient on (B)(6) 2013 and the patient was not experiencing any pain or itching anymore. The nurse stated that pain and itching would be normal after surgery especially since she had stitches so she doesn't consider this to be an adverse event. She stated that they won't do any more follow-up regarding this. She stated that the patient has not had any type of adverse reaction and that the itching and pain would be natural to have after surgery.

Manufacturer narrative:
.